Event description:
The customer reported issues with syringes involving the beckman coulter au5400 clinical chemistry analyzer. The customer noted leaks and discoloration from the syringes. The leak was not contained within the instrument and fluid leaked onto the floor. The customer was wearing personal protective equipment at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
New replacement syringes were sent to the customer. The customer replaced the syringes and no further leaks were reported. (B)(4).